Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mp70 intellivue patient monitor indicates numerous alarm messages for a patient event. However, it is unclear if the monitor failed to acoustically alarm during the patient event. The patient passed away, this event was reported in 1218950-2022-00590.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and spoke with the customer biomed who indicated the bedside monitor shows numerous alarm messages. The device logs were gathered by the engineer and analyzed by the customer biomed and hospital staff who verified the alarms are currently working. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.

Event description:
The customer reported the mp70 intellivue patient monitor indicates numerous alarm messages for a patient event that occurred on (B)(6) 2022. It is unclear if the monitor failed to acoustically alarm during the patient event. The device was in clinical use at the time the event occurred. An evaluation/analysis performed by a philips field service engineer (fse) determined the device was working as intended with no failures found.